Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness while using the device. Medical intervention was not specified. A pms clinical expert review determined that this event is not assessable for injury or relatedness based on the information provided at this time. During a gfe attempt the customer states his doctor said it was ok to continue the use of the device. The customer hung up during the interview. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.